Event description:
Approximately six weeks later, a revision procedure was performed. The right ventricular lead was removed and successfully replaced with normal measurements. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited pacing impedances greater than 2,000 ohms and increased thresholds. A lead fracture was suspected; however, could not be confirmed via chest x-ray. Shock impedances and r-wave measurements were within normal limits. The lead remains implanted and will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.